Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg implantable cardioverter defibrillator (ICD) (B)(6) 2007. (B)(4).

Event description:
It was reported the right atrial lead impedance measurement was high. A lead revision surgery is scheduled for the near future. The lead remains in use. No patient complications have been reported as a result of this event.